Event description:
It was reported that during use, after inserting the foley catheter, no urine flowed, so they poured water into the catheter drainage lumen, but no water flowed. Catheter blockage was suspected. Catheter obstruction and difficulty in urinary drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Received (6) photo samples. First photo sample shows top view catheter. Second and third photo sample shows blockage at the trifurcation site. The fourth photo sample shows end of catheter with deflated balloon. Fifth photo the inflation valve cap. The sixth photo shows the product packaging information. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with syringe. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. Dissected the balloon and the notch was perforated. Also noted the catheter drainage lumen was flushed with methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and it was noted that the solution did not flow at all. The drainage lumen was cut to find extra silicone in the drainage lumen causing a complete blockage near the trifurcation. This is out of specification per which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". This specific complaint allegation was part of a broader investigation captured in CAPA 11881143. No actions can be taken at this time since a root cause was not identified. DHR was not required as the CAPA 11881143 is applicable for this product lot number. The scope of CAPA 11881143 is applicable for this product lot number. Therefore, labeling review is not required. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, after inserting the foley catheter, no urine flowed, so they poured water into the catheter drainage lumen, but no water flowed. Catheter blockage was suspected. Catheter obstruction and difficulty in urinary drainage.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, after inserting the foley catheter, no urine flowed, so they poured water into the catheter drainage lumen, but no water flowed. Catheter blockage was suspected. Catheter obstruction and difficulty in urinary drainage.